Event description:
During procedure to treat heavily calcified posterior lateral artery, the sapphire balloon was inflated twice. The balloon did not inflate completely. The balloon was deflate and during removal, the distal part of the balloon came off and the fragment was left inside the artery. There was dissection in the rca and an abbott stent was used. It is unknown if dissection was caused due to the sapphire balloon or the procedure. The patient was stable. Additional information was received on 2025/5/21: 1. The sapphire nc 24 balloon was the first balloon used to inflate. 2. The specific vessel location(s) that sapphire balloon inflated was the posterior lateral artery. 3. The sapphire balloon was inflated to 18 atmospheres. 4. The vessel was 90% stenosed. The diameter of the inflated vessel was unavailable. 5. It is unknown if any resistance or abnormality felt during the balloon removal. 6. The dissection occur in the mid of rca. 7. In the opinion of the physician, the cause of dissection was the lesion and not the sapphire balloon. 8. The dissection was non-flow limiting.